Event description:
It was reported that the insulin pump alarmed motor error while rewinding. The blood glucose reading was 175mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The mother stated that the customer was wearing the insulin pump while having an MRI. Advised the caller that the device would be replaced and revert to back up plan.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads as well with scratched screen.